Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 600 mg/dl with trace of ketones; cause was unknown. Customer required assistance from the contact to address bg with a manual injection. Additionally, it was reported that the pump shut off unexpectedly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.